Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device (B)(4). These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or dents, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand. Nakanishi observed that the bur did not rotate smoothly. C) nakanishi conducted temperature testing of the returned device in the following manner: c.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. C.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. C.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test points (1) and (2) a few seconds after the start. Temperature measurements 5 minutes after the start are as follows: - test point (1): 52.7 degrees c - test point (2): 77.6 degrees c - test point (3): 46.3 degrees c - test point (4): 37.9 degrees c identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: a) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: - the bearing retainer (ball retaining part) on the rear side of the cartridge was broken. - the rotation transmitting gear was abraded. B) nakanishi took photographs of all of the disassembled parts and kept them in investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation due to the broken bearing retainer and abraded gear. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing retainer was the ingress of undesirable materials into the bearing and that the cause of the abraded gear was inadequate maintenance. B) failure to check the handpiece before use led to user ignorance of the broken bearing and a lack of maintenance caused abrasion of the inside parts, which contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance and inspection of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Manufacturer narrative:
This supplemental report is sent as a correction because the initial report was inadvertently considered by FDA to be a single MDR report. This supplement report clarifies that 1) the same event was initially reported separately by both the manufacturer and the initial importer and 2) the initial manufacturer report was therefore not intended as a single MDR report. The original report included on the front page both the manufacturer report number and the importer report number to cross-reference each report per "general instructions - for form FDA 3500a medwatch (for mandatory reporting)" (form FDA 3500a supplement (4/16) - form instructions). However, FDA is in the process of updating the instructions to form 3500a to clarify that the cross-reference information should instead be placed in section h.10. This supplemental report now places the initial importer report number (1422375-2019-00015) in section h10 additional manufacturer narrative for cross-reference purposes, as requested by FDA.

Manufacturer narrative:
According to the distributor, the dentist refused to provide the patient's weight.

Event description:
On (B)(4) 2019, nakanishi became aware of a handpiece overheating through a complaint input into the complaint database by a distributor (nsk america). Details are as follows. The event occurred on (B)(6) 2019. The dentist was performing a crown preparation for #3 and #5 of the patient's teeth using the handpiece z95l (serial no. (B)(4)). The patient was under local anesthesia. During the procedure, the dentist observed blisters on the patient's right buccal mucosa and lower right lip. The procedure was stopped, and the dentist applied vitamin e to the sites of the blistering. The dentist has had a follow up with the patient since the time of the event and the injury is healing normally with no further complications. No further medical attention is required to treat the injury.